Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, there were unexpected low flows and suction alarms. The pump was confirmed to be in good position and the patient was provided fluid volume, but the flows continued to slow until reaching zero. The device was explanted from the patient and no further intervention was specified, but there was no reported harm to the patient.

Manufacturer narrative:
The device was returned and evaluated, and the investigation for the reported low pump flow has been completed. Biomaterial was found to be ingested near the impeller and in the cannula. The root cause of the low pump flow was determined to be biomaterial. This report is being filed as part of a retrospective review of historical records.